Event description:
The customer reported to customer service that the non-adherence contact layer adhered to the bowel. This issue required medical intervention (surgery) to repair the serosa.

Manufacturer narrative:
(B)(4) reported 4- 8'x10' tegaderm non adherent contact layers were used by surgeon (B)(6) to cover a large portion of exposed bowel in an extensive abdominal surgery on a (B)(6) male. Once the tegaderm covered the bowel the surgeon filled the wound with moistened and roll gauze from the invia large gauze kit x 2, covered the wound with transparent film and connected the liberty device adn applied negative pressure at settings unk at this time. On (B)(6) 2014, the chief surgeon (B)(6) was changing the npwt dressing and found that the tegaderm non adherent contact layer adhered to the bowel in a number of areas. He reported this required major irrigation and the wound to remove the contact layer and 2 areas of the bowel (1st at the anterior abdominal wall and the 2nd at the upper left quadrant) the adherence caused splitting of the serosa, which had to be sewn back together. The tegaderm contact layer were sterile. Separate part # 3007334 was not taken from the invia large gauze kit part #0877071, lot #410580 that was used. (B)(4) reported (B)(6) the operating room nurse manager told her the pts abdomen is now closed. I will follow up with the facility to obtain missing clinical info and disposition of the pt. (B)(6). On (B)(6) 2015, a medela clinician followed up with (B)(6) risk manager at (B)(6). The surgeon dr. (B)(6) elected to apply npwt using 4 sheets of the 3m non adherent wound contact layer to cover the bowel, then applied saline moistened amd gauze, covered with a transparent film and connected to the liberty npwt device. Npwt settings unk. The removal was reportedly difficult as the 3m tegaderm has adhered to the bowel. As a result two areas of the bowel had splitting of the serosa which required suturing to repair. The abdominal wall was closed during surgery via primary closure. The pt was discharged on (B)(6) 2015 with a primary intention abdominal incision and a colostomy. Post-acute care provided by vna of CT. No reported permanent injury to the pt.